Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the proximal right coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was delivered with little to no resistance. During pullback, when attempting to withdraw the catheter into the guide, the physician noted that it would not reenter the guide catheter. The entire system, including the guide catheter, guidewire, and ivus catheter, was removed from the patient. Upon inspection, the guidewire was found to have folded on itself and wrapped around the monorail portion of the catheter. The physician subsequently rewired the vessel without issue, stent placement was performed, and the procedure was completed successfully. The patient fully recovered and no complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.